Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The ventilator was investigated on site and an air gas module was replaced and returned for investigation. During test of the returned air gas module in a reference ventilator, the performed pre-use check failed the pressure transducer tests. The investigation showed that the failure was caused by a bent feather spring in the nozzle unit. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check. During ventilation, a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. It's unknown how many hours the nozzle unit actually has been ventilating, since we haven't received that information. The cause of the bent of the nozzle unit¿s feather spring has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care (B)(4) (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4).